Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported black dots are present on the external layer of the aquacel foam dressings. The complainant is concerned about the sterility of the product. The complainant notes that they have no record of the product being used on the patient. Additional information was received from the complainant reporting that the end user notes this issue on a total quantity of ninety-seven dressings. Complainant returned product samples and provided photos depicting the reported complaint issue.